Manufacturer narrative:
Follow up information received on 24-oct-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint would not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of irnplant /migration of essure device location of device: uterus /perforation (uterus)"), fallopian tube perforation ("perforation fallopian tube /migration of essure device location of device: fallopian tubes/perforation (fallopian tube") and pelvic pain ("chronic pelvic pain/ pain") in a 35-year-old female patient who had essure (batch no. C03094) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue, migraine and headache. Concurrent conditions included overweight, bipolar disorder, otitis media, myofascial pain syndrome, obsessive-compulsive symptom, syncope, agoraphobia, agoraphobia, swelling nos, hypertension, diabetes, irregular periods and insomnia. Concomitant products included alprazolam, aripiprazole (abilify), clonazepam, dicloxacillin, ondansetron (zofran), quetiapine and sertraline. (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual bleeding/ heavy bleeding with blood clots"), mood swings ("mood swings"), rash ("excessive rashes"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sex)"), panic attack ("panic attack"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea ( cramping),"), vision blurred ("blurred vision,"), constipation ("constipation/ hard stool"), vomiting ("vomiting"), abdominal pain lower ("lower abdominal pain") and fatigue ("fatigue"). On (B)(6) 2016, 8 months 7 days after insertion of essure, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / cramping"), menstrual disorder ("abnormal period"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain / put on a lot of weight/ weight gain"), dyspareunia ("pain during intercourse"), discomfort ("discomfort"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), crying ("bout of crying"), sensory loss ("feeling of loss after removal"), vaginal haemorrhage ("abnormal bleeding vaginal"), pruritus ("itchiness"), diarrhoea ("diarrhea ") and decreased appetite ("loss of appetite"). The patient was treated with surgery (vaginal hysterectomy with salpingectomy bilaterally).essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, menstrual disorder, back pain, mood swings, dyspareunia, discomfort, allergy to metals, weight increased, crying, sensory loss, post-traumatic stress disorder, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, pruritus, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, constipation, diarrhoea, vomiting, decreased appetite, abdominal pain lower and fatigue outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abnormal weight gain, rash, depression, anxiety, panic attack and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, anxiety, back pain, constipation, crying, cystitis, decreased appetite, depression, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, panic attack, pelvic pain, post-traumatic stress disorder, pruritus, rash, sensory loss, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Trailing coils were noted to be 1 on the patients right and 2 on the patients left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: normal ultrasound of the pelvis. On (B)(6) 2016 pathology test revealed, a. Uterus, bilateral tubes (stitch in r tube) - hysterectomy, bilateral salping microscopic and diagnosis: uterus and bilateral fallopian tubes: 1) cervix: negative for dysplasia 2) endometrium: a) proliferative endometrium b) negative for hyperplasia, atypia and malignanc 3) myometrium/serosa: without specific pathologic abnormality 4) fallopian tubes, bilateral: without pathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: panic disorder, depression,pelvic pain,diarrhea. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint would not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received. Essure lot no. Updated. Events added: bouts of crying, anxiety, post traumatic stress disorder, abnormal bleeding (vaginal), infection: bladder, uti, vaginal, apareunia (inability to have sexual intercourse), panic attacks, malposition of essure device location of device: uterus, rashes or skin conditions type: rashes and itchiness, migraines/ headaches, migration of essure device location of device: uterus and fallopian tubes, nausea, dental problems, nickel allergy, dysmenorrhea (cramping, vaginal discharge, perforation (fallopian tube(s), blurred vision, fatigue, perforation (uterus), weight gain, constipation, diarrhea, nausea, vomiting, loss of appetite and hair loss, abdominal pain were added. Concomitant disease, concomitant drugs, historical condition, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of irnplant /migration of essure device location of device: uterus /perforation (uterus)'), fallopian tube perforation ('perforation fallopian tube /migration of essure device location of device: fallopian tubes/perforation (fallopian tube'), device dislocation ('device migration') and pelvic pain ('chronic pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, migraine and headache. Concurrent conditions included overweight, bipolar disorder, otitis media, myofascial pain syndrome, obsessive-compulsive symptom, syncope, agoraphobia, agoraphobia, swelling of limb, hypertension, diabetes, irregular periods and insomnia. Concomitant products included alprazolam, aripiprazole (abilify), clonazepam, dicloxacillin, ondansetron (zofran), quetiapine and sertraline. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual bleeding/ hevay bleeding with blood clots"), mood swings ("mood swings"), rash ("excessive rashes"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sex)"), panic attack ("panic attack"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea ( cramping),"), vision blurred ("blurred vision,"), constipation ("constipation/ hard stool"), vomiting ("vomiting"), abdominal pain lower ("lower abdominal pain") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"), 8 months 7 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / cramping"), menstrual disorder ("abnormal period"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain / put on a lot of weight/ weight gain"), dyspareunia ("pain during intercourse"), discomfort ("discomfort"), allergy to metals ("nickel allergy"), crying ("bout of crying"), vaginal haemorrhage ("abnormal bleeding vaginal"), pruritus ("itchiness"), diarrhoea ("diarrhea") and decreased appetite ("loss of appetite") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant and vaginal hysterectomy with salpingectomy bilaterally). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, abdominal pain, menstrual disorder, back pain, mood swings, dyspareunia, discomfort, allergy to metals, weight increased, crying, post-traumatic stress disorder, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, pruritus, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, constipation, diarrhoea, vomiting, decreased appetite, abdominal pain lower and fatigue outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abnormal weight gain, rash, depression, anxiety, panic attack and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, anxiety, back pain, constipation, crying, cystitis, decreased appetite, depression, device dislocation, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, panic attack, pelvic pain, post-traumatic stress disorder, pruritus, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Trailing coils were noted to be 1 on the patients right and 2 on the patients left. Discrepancy in essure insertion date as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: results: normal ultrasound of the pelvis.. On (B)(6) 2016 pathology test revealed, a. Uterus, bilateral tubes (stitch in r tube) - hysterectomy, bilateral salping microscopic and diagnosis: uterus and bilateral fallopian tubes: 1) cervix: negative for dysplasia 2) endometrium: a) proliferative endometrium b) negative for hyperplasia, atypia and malignanc 3) myometrium/serosa: without specific pathologic abnormality 4) fallopian tubes, bilateral: without pathologic abnormality concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: panic disorder, depression,pelvic pain, diarrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event device migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of irnplant") and pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / cramping"), menstrual disorder ("abnormal period"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain / put on a lot of weight"), mood swings ("mood swings"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), discomfort ("discomfort"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menstrual disorder, menorrhagia, back pain, abnormal weight gain, mood swings, dyspareunia, rash, discomfort, allergy to metals, weight increased and depression outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, allergy to metals, back pain, depression, device dislocation, discomfort, dyspareunia, menorrhagia, menstrual disorder, mood swings, pelvic pain, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint would not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-feb-2018: reporters added. On (B)(6) 2015, she implanted essure (previously reported as (B)(6) 2015). On an unknown date she had migration of implant, nickel allergy, weight gain, depression. And event updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of irnplant /migration of essure device location of device: uterus /perforation (uterus)"), fallopian tube perforation ("perforation fallopian tube /migration of essure device location of device: fallopian tubes/perforation (fallopian tube") and pelvic pain ("chronic pelvic pain/ pain") in a 35-year-old female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue, migraine and headache. Concurrent conditions included overweight, bipolar disorder, otitis media, myofascial pain syndrome, obsessive-compulsive symptom, syncope, agoraphobia, agoraphobia, swelling of limb, hypertension, diabetes, irregular periods and insomnia. Concomitant products included alprazolam, aripiprazole (abilify), clonazepam, dicloxacillin, ondansetron (zofran), quetiapine and sertraline. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual bleeding/ hevay bleeding with blood clots"), mood swings ("mood swings"), rash ("excessive rashes"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sex)"), panic attack ("panic attack"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea ( cramping),"), vision blurred ("blurred vision,"), constipation ("constipation/ hard stool"), vomiting ("vomiting"), abdominal pain lower ("lower abdominal pain") and fatigue ("fatigue"). On (B)(6) 2016, 8 months 7 days after insertion of essure, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / cramping"), menstrual disorder ("abnormal period"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain / put on a lot of weight/ weight gain"), dyspareunia ("pain during intercourse"), discomfort ("discomfort"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), crying ("bout of crying"), vaginal haemorrhage ("abnormal bleeding vaginal"), pruritus ("itchiness"), diarrhoea ("diarrhea") and decreased appetite ("loss of appetite"). The patient was treated with surgery (vaginal hysterectomy with salpingectomy bilaterally), surgery (vaginal hysterectomy with salpingectomy bilaterally) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, menstrual disorder, back pain, mood swings, dyspareunia, discomfort, allergy to metals, weight increased, crying, post-traumatic stress disorder, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, pruritus, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, constipation, diarrhoea, vomiting, decreased appetite, abdominal pain lower and fatigue outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abnormal weight gain, rash, depression, anxiety, panic attack and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, anxiety, back pain, constipation, crying, cystitis, decreased appetite, depression, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, panic attack, pelvic pain, post-traumatic stress disorder, pruritus, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Trailing coils were noted to be 1 on the patients right and 2 on the patients left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion ultrasound pelvis - on (B)(6) 2015: normal ultrasound of the pelvis. On (B)(6) 2016 pathology test revealed, a. Uterus, bilateral tubes (stitch in r tube) - hysterectomy, bilateral salping microscopic and diagnosis: uterus and bilateral fallopian tubes: 1) cervix: negative for dysplasia 2) endometrium: a) proliferative endometrium b) negative for hyperplasia, atypia and malignanc 3) myometrium/serosa: without specific pathologic abnormality 4) fallopian tubes, bilateral: without pathologic abnormality . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: panic disorder, depression,pelvic pain,diarrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case report was received from a female consumer of unspecified age on 07-mar-2016 and was considered invalid. Legal claim was received from a lawyer in the united states on 14-sep-2016 and case became valid. On (B)(6) 2015 essure (fallopian tube occlusion insert) was inserted for permanent sterilization. After undergoing the essure procedure, hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, excessive weight gain/ put on a lot of weight, mood swings, pain during intercourse, abdominal pain / cramping, abnormal period and excessive rashes. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2016, she underwent surgery to remove her essure coils. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required) other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.